Event description:
The manufacturer received information alleging a trilogy o2 ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The oxygen blending module printed circuit board assembly was replaced to address the issue. Repair test was performed, and the unit was confirmed to operate properly.